Manufacturer narrative:
Concomitant product: the dates listed for both patients medication start dates are what is on record since they were admitted to the facility. There is no record prior to their admission on (B)(6) 2008 and (B)(6) 2016 respectively.

Event description:
The nurse complained of erroneous results for 2 patients tested on coaguchek xs meter with serial number (B)(4). Patient was tested on the meter and the result was 5.3 inr. The result from the laboratory using the dade innovin method was 3.5 inr. On (B)(6) 2016, patient (female with date of birth of (B)(6) 1922, (B)(6)) was tested on the meter and the result was 4.1 inr. The result from the laboratory using the dade innovin method was 3.1 inr. The patients were tested between 9:00 a.m. And 12:00 p.m. Within 5 minutes of blood being drawn for the laboratory. Both patients have a therapeutic range of 2-3 inr. No adverse event occurred. Both patients are okay. The patients do not take heparin or direct thrombin inhibitors. Neither patient has antiphospholipid antibodies. The patients did not experience any bleeding or bruising. The suspect product was requested for investigation. The same vial of strips was used for both tests. Relevant retention test strips (lot 206630) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 32%. Donor 2 hct: 36%. Donor 1: master lot: 3.7 inr. Customer meter & master lot: 3.7 inr. Donor 2: maste rlot: 2.4 inr. Customer meter & master lot: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.